Manufacturer narrative:
A lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. The device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately after three years, CT-abdomen/pelvis demonstrated the tines of the filter extending through the caval wall. Approximately after eight years three months, the patient experienced abdominal pain due to nephrolithiasis, hydroureter and hydronephrosis and CT-abdomen/pelvis demonstrated the similar findings reported previously. Therefore, the investigation is confirmed for perforation of the ivc. Per the medical records, the patient experienced abdominal pain due to nephrolithiasis, hydroureter and hydronephrosis. However, based on the available information, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter struts perforated the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.